Event description:
Physician reported left side "double capsule grade iii". The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified deformation, crease fold, brown particles in the shell, and the weight of the device was within specification. After the autoclave, a cloudy color and voids were observed. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture, baker grade iii. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported left side "double capsule grade iii". The device has been explanted.